Event description:
Leaking around pump was noted. Pump segment of tubing was examined and noted to have a small leak just inferior to the superior blue pump connector. It is unknown how long the medication was hung when this leak was noted. There was no patient impact. Tubing was retained. Photograph of site attached to this report.